Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A doctor reported that several pts experienced thermal burns during cataract with intraocular lens (iol) implant procedures. The surgeon changed the ultrasound tip and sleeve but the issue did not resolve. Add'l info has been requested.